Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the cardiac compass displayed invalid data. The implantable pulse generator (ipg) remains in use. It was also noted that there was a low impedance warning and high thresholds for the ventricular lead. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.